Manufacturer narrative:
Concomitant medical product: egiauxl (egiauxl endogia ultra univ xl staple, lot number: p2f0340). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following a laparoscopic mgb (mini gastric bypass) procedure, the patient had gastro-jejunostomy bleeding from the staple line. This led to 500cc or more blood loss. Blood transfusion was given, and hospitalization was extended for eight days. It was also noted that the patient had abdominal pain, thus CT scan of the abdomen with oral contrast study was done. Findings noted a large well-defined lobulated iso to hyperdense area in subhepatic space, due to localized haematoma. Haematoma closely abuts distal entero-pyloric part of the stomach and distal end of the stapler line. Hyperdense free fluid, extraluminal air forci and abdominal wall oedema were also observed. Two days following the first CT scan, another CT scan was performed which showed reduction in size of the haematoma is seen with resolution of pelvic fluid. The patient's current status is good and had been discharged.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, five videos were provided. Visual inspection noted the reload was observed for video 1 but was not fired. While the video 2, the device fired, tissue appears to only be applied at the halfway point and the fluid was observed by the staple line. A blue reload was applied to continue the staple line and fluid continues to be observed by the staple line. For video 3, a blue reload was fired and the staples observed on distal end of blue reload cartridge. For video 4, a blue reload was clamped over tissue, it appears to have already been fired and does not appear to be fired during the video. For video 5, a blue reload clamped on tissue, did not fire during video. It was reported that unexpected bleeding occurred along the staple line. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.